Manufacturer narrative:
Date of event: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-00032, 1627487-2022-00033. It was reported that patient's ipg was inoperable and their leads had migrated. Surgical intervention was undertaken on (B)(6) 2021 in which the ipg and leads were explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.